Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of a hernia using mesh. Other revision surgeries were in (B)(6) 2013, (B)(6) 2014, and (B)(6) 2016. The patient experienced multiple surgical revisions, bowel surgery, lysis of adhesions, pain, infections, and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, pain, small bowel obstruction, leukocytosis, recurrence, mesh pulled away, distended bowel, necrotic small bowel segment, and infection. Post-operative patient treatment included revision surgery, small bowel resection, stapled anastomosis, incidental appendectomy, and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, pain, and infection. Post-operative patient treatment included revision surgery, small bowel resection, and lysis of adhesions.